Event description:
The suspect device was used to test the customers blood glucose. A result of 111 mg/dl was obtained. Pt dosed 65u of insulin and twenty minutes later was disoriented. Emts were called and they checked their glucose on their equipment and the reading was 37 mg/dl. Pt was treated with glucogon tablets. Controls were not used. The device was replaced and requested to be returned for evaluation.